Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2017. During the procedure, the physician elected to remove the lead from the epidural space and cut and remove the lead body,leaving the lead tail implanted. The physician plans to perform a scs trial procedure at a later date.

Event description:
Follow-up information indicated the patient currently is experiencing effective therapy with the implanted leads. However, the patient desires additional coverage and the physician elected to place a scs trial system which was able to provide patient the desired coverage.

Manufacturer narrative:
The therapy date for the following device is unknown: model mn20200au, drg ipg. (B)(4).

Event description:
The patient has 4 leads (from the same lot) implanted. It was reported the patient ((B)(6)) began to feel stimulation in the incorrect location following a workup session at a gym. Diagnostics showed no impedance anomalies. When the patient's lead was reprogrammed to perception, the patient reported a "pulling" sensation in his back. Surgical intervention is slated to take place at a later date.